Manufacturer narrative:
Data downloaded from the device indicates it ran for 2668 pulses before being deactivated. The device was received with the cannula assembly fully deployed with the needle fully retracted. No issues were seen with the device or the data from the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 4 and 24 hours and no blood glucose levels were provided.